Event description:
(B)(6) 2014 edwards triple lumen central line identified as not providing blood return easily, required multiple flushes before giving blood. Patient complaint of pain at site with potassium infusion. Central line removed and found to have a crack in the black tubing between the phalanges. Quality review identified crack in the "white" connector to the green "y" connector. Patient had swelling at the site of the central line that resolved. Dates of use: (B)(6) 2014. Diagnosis or reason for use: fluid replacement, antibiotics.